Event description:
It was reported that a user¿s dexcom g6 failed to pair with the ilet, with the pump repeatedly displaying ¿start sensor¿ after sensor code and transmitter entries and after a device restart, leading to prolonged hyperglycemia with blood glucose greater than 400 mg/dl; the user later ran out of sensors and transitioned to backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery and the need for backup therapy, with advice to seek emergency care if needed. Investigation included technical troubleshooting over the phone, verification of sensor code and transmitter connection entries, device restart, reattempt with a new sensor and transmitter serial entry, and follow-up outreach. Investigation of this case revealed that the pump did not recognize sensor pairing despite correct entries and attempts with a replacement sensor, and connection status could not be verified with a mobile app. It was concluded that hyperglycemia occurred secondary to a failure to establish cgm-pump communication, with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.